Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrence incontinence. A revision surgery was performed during which the physician suspected cuff atrophy, device was explanted. There were no further patient complications.